Manufacturer narrative:
Exact date unknown, event occurred one year ago.

Event description:
It was reported that the patient was having pain in the lower back with stabbing pain radiating down left leg, and radiates to lateral calf. The symptoms are aggravated by standing, bending, and twisting. The patient underwent a replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.